Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed out twice from extreme highs and lows. It was reported that the customer had issues with the soft sensors. It was reported that the customer was not hospitalized. No further information provided.